Manufacturer narrative:
(B) (4). Physio-control provided the third party biomed technical assistance and system pcb parts information to trouble shoot issue and repair device.

Event description:
During scheduled preventive maintenance inspection, the third party biomed observed, that the synchronized cardioversion discharge delay was between 64 and 66ms, above 60ms (the acceptable upper limit). There is no patient involvement with the reported event.